Manufacturer narrative:
A photograph was provided by the customer for evaluation. The complaint kit and smart card were not returned. The customer provided photograph verifies the drive tube broke approximately halfway between the upper and lower drive tube bearing stop. A known cause of a broken drive tube is when the drive tube is not rotating freely. If the drive tube bearing is not secured in its retainer it will move to the center of the drive tube, through centripetal force, and impact the chamber wall. A material trace of the drive tube assembly and its components used to build lot j118 did not find any non-conformances. A device history record review did not identify any related non-conformances, deviations or equipment maintenance events. This kit lot had passed all lot release testing. The root cause of the drive tube break could not be determined based on the available information. No further action is required at this time. This investigation is now complete. (B)(4). P.t. (B)(6) 2021.

Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction drive tube leak/break. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot j118 was conducted. There were no non-conformances associated with this lot. This lot met all release requirements. A review of kit lot j118 shows no trends. Trends were reviewed for complaint category, drive tube leak/break. No trends were detected for this complaint category. This assessment is based on the information available at the time of the investigation. At the time of this report, the analysis of the returned photograph is still in progress. A supplemental report will be filed when the analysis is complete. (B)(4).

Event description:
The customer contacted mallinckrodt to report they experienced a drive tube leak/break with their cellex photopheresis kit ("kit") during an extracorporeal photopheresis (ecp) treatment. The customer reported approximately 75 ml of whole blood was processed when the drive tube broke. The customer aborted the ecp treatment and did not return residual blood within the kit to the patient. The customer reported the patient was in stable condition. The customer returned a photograph for investigation.